Event description:
Follow-up information revealed effective therapy was established following the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg had been inoperable for several months due. As a result, surgical intervention was undertaken wherein the ipg was replaced with a new model. Reportedly, the system was not turned on postoperatively reference MFR. Report#3006705815-2019-00584 for additional information.